Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (other): right fallopian tube/migration of implant / migration of essure device: out of the right fallopian tubes"), device dislocation ("right essure coil laterally, it appears that a portion of the essure coil may be in the peritoneal cavity surrounded by a small amount of free fluid/ essure coil is then seen adjacent to the right ovary") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (ess205) (batch no: 12261178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and toradol. Concurrent conditions included overweight and paratubal cyst. Concomitant products included nsaids. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression/anxiety"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions (hives all over the body)"), hypoaesthesia ("neurological conditions or problems numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems vision gotten worse - now I wear prescribe glasses"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and migraine ("migranes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and right tube, essure coil, salpingectomy and the essure coil removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, alopecia, depression, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, hypoaesthesia, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal pain, abdominal pain lower and migraine had not resolved and the device dislocation and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure insertion date provided as on (B)(6) 2008 and model number provided as 2005 descripancy noted) current weight 130 lbs. Discrepancy noted in essure insertion date as on (B)(6) 2004 and on (B)(6) 2008. Three coils were noted be present in the uterine cavity at the end of the procedure. The identical procedure was then performed on the right tubal ostia to place the essure coils three coils were remaining in the right tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: unsuccessful hsg. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dyspareunia. Concerning the injuries reported in this case, the following one was reported via patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter added. Added event right essure coil laterally, it appears that a portion of the essure coil may be in the peritoneal cavity surrounded by a small amount of free fluid/ essure coil is then seen adjacent to the right ovary. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (other): right fallopian tube/migration of implant / migration of essure device: out of the right fallopian tubes") in a 34-year-old female patient who had essure (ess205) (batch no. 12261178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, 9 months 29 days after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("depression/anxiety"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions (hives all over the body)"), hypoaesthesia ("neurological conditions or problems numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems vision gotten worse - now I wear prescribe glasses"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and migraine ("migranes"). The patient was treated with surgery (unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, alopecia, depression, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, hypoaesthesia, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal pain, abdominal pain lower and migraine had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure insertion date provided as (B)(6) 2008 and model number provided as 2005 descripancy noted) current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unsuccessful hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions (hives all over the body), neurological conditions or problems numbness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems vision gotten worse - now I wear prescribe glasses, fatigue, weight gain, abdominal pain, cramps, migranes", reporter, lot number, lab test added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (other): right fallopian tube/migration of implant / migration of essure device: out of the right fallopian tubes") in a 34-year-old female patient who had essure (ess205) (batch no. 12261178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, 9 months 29 days after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("depression/anxiety"), hypersensitivity ("allergic reactions"), pelvic pain ("pain"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions (hives all over the body)"), hypoaesthesia ("neurological conditions or problems numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems vision gotten worse - now I wear prescribe glasses"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and migraine ("migranes"). The patient was treated with surgery (unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, alopecia, depression, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, hypoaesthesia, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal pain, abdominal pain lower and migraine had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: essure insertion date provided as (B)(6) 2008 and model number provided as 2005 descripancy noted) current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on 23-sep-2008: unsuccessful hsg. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression/anxiety"), hypersensitivity ("allergic reactions") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the perforation, device dislocation, alopecia, depression, hypersensitivity and pelvic pain outcome was unknown. The reporter considered alopecia, depression, device dislocation, hypersensitivity, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.